Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. Observed low / marginal flow. Circulation pump primed to fill. Circulation pump was serviced. During initial test, t4 dropped and stabilized at 4c. Device underwent 2000-hr pm. As part of the pm, serviced mixing pump, replaced heater, manifold o-rings, drain valves, tank tubing and coin cell battery. Cleaned condenser coil, tank, and level sensor. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the representative was in front of the arctic sun device that has had several low flow complaints and was running a functional check, in bypass flowrate 1.7 lpm, inlet pressure (ip) was -7.0, circulation pump command (cpc) was 62%, heated fine but noticed flow drops and inlet pressure (ip) was spikes then that slows down the pump but shortly after the flow comes back up and numbers stabilize again, during the cooling portion the device was not cooling, chiller temperature (t4) was 31.7 system hours 4743 hours and was due for the 2000 hour preventive maintenance.